Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported shortly on the day of the implantation that intermittent under sensing of the p waves was displayed during atrial fibrillation on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.